Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with the blood glucose values. Customer¿s blood glucose values were 4mg/dl, 25mg/dl, 266mg/dl, 540mg/dl and 590mg/dl. Customer gave glucagon shot to treat low blood glucose and syringe to treat the high blood glucose. The drive support cap was normal. Customer performed displacement test and self test and both passed. Customer declined further troubleshooting. Insulin pump will be returned for analysis.